Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. The product technical complaint analysis resulted in an unconfirmed quality defect. Follow up information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain / pain severe and persistant"), abortion spontaneous ("all the pregnancies ended in miscarriages") and pregnancy with contraceptive device ("pregnancy (2011) / pregnancy (stillbirth or miscarriage)") in a 23-year-old female patient who had essure (batch no. 740669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and live birth on (B)(6) 2010. No problems with first pregnancy, the other three ended in miscarriages after essure placed. On (B)(6) 2010 essure confirmation test was done. (Discrepancy noted). Concurrent conditions included endometriosis, menses irregular, cervix inflammation, gastrointestinal ischemia, bladder injury, ureteral injury and vascular injury. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ abnormal and painful period"), fatigue ("fatigue"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/excessive bleeding during periods"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced palpitations ("blood or heart disorder/condition heart - palpitations"). In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menometrorrhagia ("spotting/irregular menses"), dizziness ("dizziness"), mood swings ("mood swing") and menstrual disorder ("abnormal periods"). The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, palpitations, tooth disorder, hyperhidrosis, hot flush, migraine, weight increased, headache, menometrorrhagia, dizziness, mood swings and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia, nausea, vaginal discharge and abdominal pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dizziness, dysmenorrhoea, fatigue, headache, hot flush, hyperhidrosis, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in home pregnancy tests approximately 2011, 2013 & 2015. All the pregnancies ended in miscarriages. She did not seek medical attention. The pregnancies ended in miscarriage. Discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: tubes were healed properly; on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: contrast was instilled into the uterus by the attending physician who had previously placed a balloon tip catheter into the uterine cavity. Linked cases: second pregnancy case (2013): (B)(4). Third pregnancy case (2015): (B)(4). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, menorrhagia, vaginal discharge, dysmenorrhoea, fatigue, nausea were updated. Reporter information, medical history, lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 26-apr-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent sterilization. Subsequent to implantation, consumer started experiencing severe pelvic pain. She had to have hysterectomy due to essure. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain. This event is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the absence of alternative explanation, causality with suspect insert cannot be excluded. Since an intervention was required (hysterectomy), this case is regarded as incident. Technical analysis has been requested. Follow up information will be obtained through litigation process.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), abortion spontaneous ("all the pregnancies ended in miscarriages") and pregnancy with contraceptive device ("pregnancy (2011)") in a female patient who had essure (batch no. 740669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and live birth on (B)(6). No problems with first pregnancy, the other three ended in miscarriages after essure placed. Concurrent conditions included endometriosis, menses irregular and cervix inflammation. In 2010, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and tooth disorder ("dental problems"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition heart - palpitations"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)/excessive bleeding during periods"), dysmenorrhoea ("dysmenorrhea (cramping)/ abnormal and painful period"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain"), menometrorrhagia ("spotting/irregular rmenses"), dizziness ("dizziness"), mood swings ("mood swing") and menstrual disorder ("abnormal periods"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, fatigue, hyperhidrosis, hot flush, migraine, nausea, vaginal discharge, weight increased, headache, menometrorrhagia, dizziness, mood swings and menstrual disorder outcome was unknown and the alopecia and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dizziness, dysmenorrhoea, fatigue, headache, hot flush, hyperhidrosis, menometrorrhagia, menorrhagia, menstrual disorder, migraine, mood swings, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in home pregnancy tests approximately 2011, 2013 & 2015. All the pregnancies ended in miscarriages. She did not seek medical attention. The pregnancies ended in miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: tubes were healed properly. Linked cases: second pregnancy case (2013): 2018-059743. Third pregnancy case (2015): 2018-059096. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. Event: menometrorrhagia, abnormal periods,dizziness, mood swing. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), abortion spontaneous ("all the pregnancies ended in miscarriages") and pregnancy with contraceptive device ("pregnancy (2011)") in a female patient who had essure (batch no. 740669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and live birth on (B)(6) 2010. No problems with first pregnancy, the other three ended in miscarriages after essure placed. In 2010, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and tooth disorder ("dental problems"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition condition heart - palpitations"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, fatigue, hyperhidrosis, hot flush, migraine, nausea, vaginal discharge, weight increased and headache outcome was unknown and the alopecia and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dysmenorrhoea, fatigue, headache, hot flush, hyperhidrosis, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in home pregnancy tests approximately 2011, 2013 & 2015. All the pregnancies ended in miscarriages. She did not seek medical attention. The pregnancies ended in miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.9 kgs. Hysterosalpingogram on (B)(6) 2011: tubes were healed properly. Linked cases: second pregnancy case (2013): (B)(4). Third pregnancy case (2015): (B)(4). Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records documents received, new reporter, patient demographic information, relevant history, lab data, essure permanent birth control by bilateral occlusion of the fallopian tubes and lot number 740669,new event abnormal bleeding (vaginal/menorrhagia), blood or heart disorder/condition heart palpitations, dental problems, dysmenorrhea (cramping), fatigue, hair loss, hormonal changes- excessive sweating, hot flashes, migraines / headaches, nausea, pain, pregnancy (stillbirth or miscarriage),vaginal discharge and weight gain were added. The event pain, clubbed with previous event.¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,"), abortion spontaneous ("all the pregnancies ended in miscarriages") and pregnancy with contraceptive device ("pregnancy (2011)") in a female patient who had essure (batch no. 740669) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and live birth on (B)(6) 2010. No problems with first pregnancy, the other three ended in miscarriages after essure placed. Concurrent conditions included endometriosis, menses irregular and cervix inflammation. In 2010, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal/menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and tooth disorder ("dental problems"). In 2012, the patient experienced palpitations ("blood or heart disorder/condition condition heart - palpitations"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal/menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), hyperhidrosis ("excessive sweating"), hot flush ("hot flashes"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (robotic assisted hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, palpitations, tooth disorder, dysmenorrhoea, fatigue, hyperhidrosis, hot flush, migraine, nausea, vaginal discharge, weight increased and headache outcome was unknown and the alopecia and abdominal pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, dysmenorrhoea, fatigue, headache, hot flush, hyperhidrosis, menorrhagia, migraine, nausea, palpitations, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: in home pregnancy tests approximately 2011, 2013 & 2015. All the pregnancies ended in miscarriages. She did not seek medical attention. The pregnancies ended in miscarriage. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 113.9 kgs. Hysterosalpingogram - on (B)(6) 2011: tubes were healed properly linked cases: second pregnancy case (2013): (B)(4) third pregnancy case (2015): (B)(4) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).